Event description:
Philips received a complaint on the xl device indicating the error message "configuration parameters lost". The rse evaluated the device remotely. It was determined that this was error related to the initialization process, the rse instructed the customer to restore the device configuration, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.